Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the left ventricular (lv) lead had instances of high impedance and suspected fracture. The lead was ex planted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The low voltage 4 (lv4) conductor developed a fracture due to flexing while in vivo. The stylet/guidewire was broken. The analyst noted that destructive testing was used to confirm the lead was fractured due to flexing while in vivo. It was also found that the guidewire was broken in vivo into many pieces inside the lead. Based on these findings, it appears that the physician had left the guidewire inside the lead at the time of implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance readings were observed on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014; 6947-65 lead, implanted: (B)(6) 2014. (B)(4).